Event description:
It was reported that when using the bd pyxis¿ es server user indicated that patient data may not be current and the site was down, prevented medication dispensing at the ER location. The issue was first noticed approximately 5-10 minutes prior. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device experienced site-wide interface delay with patients/orders not updating and multiple devices in critical override mode. A technical support specialist (tss) identified that the carefusion coordination engin (cce) interface was in a delayed state with no recent messages being received from the host (epic), and messages were not draining. Despite restarting interface-related services and attempting package deployment, the issue persisted. Further analysis during a bridge call revealed structured query language (sql) errors indicating the cce tracing database had reached maximum capacity due to insufficient disk space on the server (d: drive full). The customer server team increased the disk space, after which cce services were restarted and message flow resumed normally, clearing the backlog and restoring station functionality. Additional instances of interface disruption were also resolved by restarting services and deploying interface utilities. The system functioned as intended after the technical support specialist troubleshot the device.